Manufacturer narrative:
One product was received. Visual inspection noted normal wear and tear due to the age. Drain valve assembly switch was broken off. Missing fan guard. Device had an old clear float switch. Heater number 2 failed ground bond test. Performed air detector functional checks. Ran the device for approximately one hour to duplicate any intermittent issues the air detector may have. At one point the air detector lost power, came back on and the light emitting diodes (led)'s ?flickered? Confirming the complaint. A root cause for the issue(s) could not be determined. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Replaced the sensor and control board on the air detector for preventative action. Replaced the float switch, drain valve and both heaters on the tower. Replaced o-rings and fan guard per preventative maintenance (pm). Device passed all functional tests.

Event description:
It was reported that the air in line air detector was not working. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.